Event description:
Healthcare professional reported left side rupture and " implant removal from textured to smooth due to the concerns of the product". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. No additional observation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture and " implant removal from textured to smooth due to the concerns of the product". Device remains implanted.

Event description:
The device has been explanted.